Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due high blood glucose. Customer's blood glucose was high mg/dl. The customer was admitted to the hospital. Customer cause of emergency room visit as per health care provider was stroke. The customer was released 18 days later. The customer was wearing the pump at the emergency room visit. The customer mentions that hospital was unaware that she needed insulin. The customer stated that she ended up above 700 mg/dl and ended up with diabetic ketoacidosis and was admitted to intensive care unit for a week.